Event description:
It was reported that on (B)(6) 2021 during patient use the ventilator restarted and displayed the error message ''check configuration''. Medical personnel decided to change ventilator for another device. The logs that accompanied the report do not show any patient data information for date reported. The ventilator was last used on (B)(6) 2021 in the o2 therapy mode. The ventilator was in standby mode for more than 10 hours when ventilator shows an automatic device restart. Included in the report was a photo that shows the ventilator was in the o2 therapy mode at patient bedside. Later manufacturer received additional information stating that on (B)(6) 2021 ventilator was connected to an intubated patient. The ventilator turned off and after an automatic restart, it displayed this message ''check settings and applications''. The distributor stated that they checked the ventilator and it did not display any error message. It had an older software version and they installed the current software version. The ventilator appeared to be working as intended. There was no reported serious injury to patient. Per hospital policy no patient information will be shared with manufacturer.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. A supplemental report will be issued if additional information is obtained.

Manufacturer narrative:
Evaluation complete. See attached evaluation summary report.